Event description:
It was reported that the patient experienced fatigue. A review of electrocardiograms showed noise and intermittent capture on the right ventricular lead. Pocket stimulation was also noted. Device reprogramming was performed which resolved the noise issue. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.